Event description:
Rn reports during a continuous infusion of sedation medication, the primary IV tubing broke. This caused blood to back up and spill onto the linen, and increased patient agitation due to interruption of the medication. A new infusion was hung with new tubing, and the medication was restarted. There were no further issues.